Event description:
It was reported stating that he was informed by the physician that during a breast biopsy after deploying the clip, while attempting to remove the probe and marker he felt resistance. He then went to remove the marker from the probe and noticed that the tip was sheared off, he then closed the probe and removed it from the breast. The physician was unable to locate the plastic tip. No device being returned for analysis.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.